Event description:
The customer contacted beckman coulter, inc. (Bec) to report that erroneously low sodium and chloride results were generated for several pt samples on their unicel dxc 600 pro synchron chemistry analyzer. The customer reported that erroneous results were reported outside of the lab. It is unk if there was impact to pt treatment associated with this event. The customer reported a total of twenty (20) pt samples were impacted by this event. The customer reported that the ise system was calibrated and quality control results recovered within the lab's established ranges. The customer reported that calibration is routinely preformed every 24 hrs and quality controls are assayed every 12 hrs. While reviewing delta checks and anion gaps, the customer became aware of the erroneously low sodium and chloride results. The pt samples were reassayed which yielded higher results. Amended reports were generated and reported outside of the lab.

Manufacturer narrative:
The customer had been using the weekly automated flow cell cleaning procedure. The customer was provided with the twice weekly flow cell cleaning procedure. A field service engineer (fse) was dispatched to the customer¿s site. The fse completed several hardware components. The repairs were verified per established procedures. As of (B)(4) 2010, there have been no further calls from the customer pertaining to low sodium and chloride results. Bec has opened a CAPA to further investigate this and other similar reported events. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This issue was originally reported in 2010 as MDR 2050012-2010-00016. During the retrospective review, it was determined that additional MDR¿s were required to be filed. This MDR represents event 10 of 20 additional mdrs pertaining to this issue.